Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. The patient's rv lead was explanted and successfully replaced. The patient remained stable.